Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was over-sensing noise which led to pacing inhibition. The patient was asymptomatic. The ICD was reprogrammed, and the patient was stable post programming changes.